Event description:
Healthcare professional reported possible paradoxical hyperplasia (ph) in the patient¿s submental area while using a coolsculpting system with a coolmini applicator. The first treatment, performed on (B)(6) 2024, showed excellent results. The second treatment, performed on (B)(6) 2024, showed decent results. The third treatment, performed on (B)(6) 2025, was followed by a 10-pound weight gain three months later, which impeded visual results. The patient now reports feeling fullness and heaviness in the area over the last three months, despite currently being 11 pounds lighter than at the first treatment. The paradoxical hyperplasia was confirmed 9 months post treatment. Healthcare professional later reported following treatments performed on (B)(6) 2024, on (B)(6) 2025 to the submental area.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained. E1: postal code: (B)(6).